Manufacturer narrative:
(B)(4). Evaluation, results: (graft migration, endoleak, ruptured aneurysm/vessel), (aortic neck dilation). Conclusion: (aortic neck dilation).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that the patient was admitted emergently with an aneurysm rupture. The aortic neck had dilated to 39 mm, leading to a distal migration of the stent graft down into the aneurysm sac with a proximal type 1 endoleak that had resulted in the rupture. The physician elected to intervene by placing another manufacturer's 32 mm thoracic stent graft, which covered the renal arteries, sma, and celiac artery. A bypass was then performed to the celiac artery and sma; however, the renal arteries were left covered, and the patient was placed on dialysis. No further information has been provided.